Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced re-heriation, pain, adhesions. After the original procedure, additional potentially related procedures were performed, including excision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced re-heriation, pain, adhesions. After the original procedure, additional potentially related procedures were performed, including excision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after a procedure where this device was implanted, the patient experienced re-heriation, abscess, infection, pain, tenderness, cyst, mass, fibroma, necrosis, inflammation, foreign body giant cell reaction, piece of mesh balled up, purulent discharge and adhesions. Post-operative patient treatment included revision surgery, exploratory laparotomy, lysis of adhesions, excision of infected mesh, evacuation of abscess, repair of hernia with mesh and complex open repair of recurrent incisional hernia with retromuscular mesh placement utilizing bilateral ramirez component separation technique and excision of scar relevant tests/laboratory data: (B)(6) 2010: op note- CT scan confirmed the presence of an 8-cm mass within the peritonealcavity attached to the anterior abdominal wall with some metallic constructs within it consistent with previous mesh and a small recurrent incisional hernia. (B)(6) 2010: pathology noted: fibrofatty connective tissue with fibrosis, fat necrosis, chronic inflammation and foreign body type giant cell resection to polarizable material. 8 apr 11: pathology report showed abscess cavity with mesh and foreign body-type giant cell reaction to polarizable material. (B)(6) 2011: op note- CT scan confirmed small subcutaneous fluid collection adherent to abdominal wall.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after a procedure where this device was implanted, the patient experienced mesh migration, fluid collection adherent to abdominal wall, fibrosis, re-herniation, abscess, infection, pain, tenderness, cyst, mass, fibroma, necrosis, inflammation, foreign body giant cell reaction, piece of mesh balled up, purulent discharge and adhesions. Post-operative patient treatment included CT scan, medication, revision surgery, exploratory laparotomy, lysis of adhesions, excision of infected mesh, evacuation of abscess, repair of hernia with mesh and complex open repair of recurrent incisional hernia with retromuscular mesh placement utilizing bilateral ramirez component separation technique and excision of scar.

Manufacturer narrative:
H6 (patient codes, imf codes, updated all codes, ime e2402: "mass"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia in a laparoscopic repair. It was reported that after a procedure where this device was implanted, the patient experienced re-heriation, abscess, infection, pain, tenderness, cyst, mesh crumpled into a ball, mass, fibroma, necrosis, inflammation, foreign body giant cell reaction, piece of mesh balled up, purulent discharge and adhesions. Post-operative patient treatment included revision surgery, exploratory laparotomy, lysis of adhesions, excision of infected mesh, evacuation of abscess, repair of hernia with mesh and complex open repair of recurrent incisional hernia with retromuscular mesh placement utilizing bilateral ramirez component separation technique and excision of scar.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced re-heriation, abscess, infection, pain, mesh crumpled into a ball, and adhesions. Post-operative patient treatment included revision surgery, exploratory laparotomy, lysis of adhesions, excision of infected mesh, evacuation of abscess, and repair of hernia with mesh.